Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -2.0/4.0/100 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Visual acuity not improved. Lens remains implanted. Reportedly, vault has improved with good results. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter-2.0/+4.0/100 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023 as a replacement lens. The patient experienced an early post-op visual acuity compromise. Reportedly "the patient's visual acuity is not yet improved at the 1 week post-op visit but the vault has improved with good results". The lens remains implanted and the problem was resolved. It was later reported, "the patient is very satisfied with the results". Medical device problem code: 1494- off label use (age>45). Health effect - clinical code: "2140" should be removed and "2137" and "4581- early post-op visual acuity compromise" should be added. Claim# (B)(4).